Event description:
Same case as MDR# 2134265-2013-05982 and MDR# 2134265-2013-06203. (B)(4). It was reported that post percutaneous coronary intervention, coronary artery disease and in-stent restenosis occurred. In (B)(6) 2011, the patient presented with chest discomfort and tightness and was diagnosed with unstable angina (braunwald classification: iiia), ischemia and non st elevation myocardial infarction. Cardiac catheterization was recommended. Target lesion #1 was a de-novo lesion located in the second diagonal artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with direct stent placement using a 3.50mm x 12 mm taxus liberté stent with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in distal left circumflex artery (lcx) with 70% stenosis and was 15 mm long with a reference vessel diameter of 3.50 mm. Target lesion #2 was treated with direct stent placement using a 3.50mm x 16 mm taxus liberté stent. Repeat angiography revealed haziness at the proximal portion of the stent. Disruption of the mid circumflex, proximal to the stented segment (which may have been a localized dissection) was treated with a second 3.50mm x 16 mm taxus liberté stent. This resulted in an excellent angiographic result in the parent vessel, but compromised the ostium of the first obtuse marginal branch which had been jailed. Following administration of nitroglycerin and wiring of the vessel, timi 2-3 flow was restored. Final residual stenosis was 0%. One day post- procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest discomfort and tightness. The patient was diagnosed with coronary artery disease and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of the event, the patient was only on aspirin. The study drug was last taken in (B)(6) 2011. The 95% in-stent restenosis of study stent placed in second diagonal artery was treated with 4 vessel-coronary artery bypass graft with sequential left internal mammary artery (lima) graft to diagonal and left anterior descending artery, reverse saphenous vein graft (svg) to distal obtuse marginal artery and reverse svg to right posterior descending artery. Five days post- procedure, the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.

Event description:
It was further reported that in (B)(6) 2013, electrocardiogram was performed a day prior to hospitalization. Cardiac enzyme test was performed and cardiac enzymes were elevated in consistent with myocardial infarction. There was additional stenosis in the obtuse marginal artery (om) 2 and 90% stenosis in mid left anterior descending artery (lad).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, electrocardiogram was performed a day prior to hospitalization. Cardiac enzyme test was performed and cardiac enzymes were elevated in consistent with myocardial infarction. There was additional stenosis in the obtuse marginal artery (om) 2 and 90% stenosis in mid left anterior descending artery (lad).

Manufacturer narrative:
(B)(6). (B)(4).